Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. The customer experienced a low blood glucose (bg) level. A specific bg value was not provided. Customer consumed glucose tablets to address bg level. The customer continued to use the pump for insulin therpay.